Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. The alarm silence button was stuck. The top membrane and associated overlay were replaced. An unrelated issue was found and corrected. The device passed all testing.

Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that during patient use a ventilator alarm light came on periodically when there was no alarm. The customer could not duplicate the reported condition. The patient continued to use the ventilator and there was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to normal wear. If information is provided in the future, a supplemental report will be issued.